Event description:
It was reported that the patient experienced loss of spinal cord stimulation due to lead migration out of the vertebral canal. The patient underwent a revision procedure in which the lead was repositioned. The serial number of the lead cannot be obtained despite good faith efforts, as there is no accessible record of it. No devices were implanted or explanted. There were no patient complications reported. The patient was doing well postoperatively and is experiencing good pain relief.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.